Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation of the case logs revealed that the misplaced screw is caused by a combination of a drb shift and the plan being in a potential high-skive area. It was reported that after the ict was removed, the surveillance meter was increased to the red range. A red surveillance marker indicates that there has been more than 2 mm of movement in either the surveillance marker or drb. When the surveillance meter increases, the recommended course of action is to reregister the patient, in order to avoid inaccurate screw placement. The user can reregister the patient by selecting the "extend case option" in the upper right-hand corner of the screen, using the life-saver icon. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.